Event description:
Oxytocin was started on pt for labor induction at 1037. All steps for labor oxytocin induction were performed including labor guardrails witnessed by 2 rns. When start button was pressed IV was caught free flowing for 1-2 seconds. IV was clamped and disconnected from patient immediately.